Manufacturer narrative:
The device was received not deployed. The download data from the pod showed that an 0x41 alarm was generated during the second priming sequence which prevented the pod from completing activation. Rotational sensor assembly abnormalities were observed in the data which contributed to the alarm. Rerun of the device did not replicate the malfunction. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to abnormalities in the rotational sensor readings. The exact cause of the rotational sensor assembly malfunction could not be determined.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.